Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. All of the buttons responded properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had stuck button. Customer's blood glucose at time of incident was 159 mg/dl. Customer stated key on the left side of the pump is very difficult to press. Customer stated that buttons normally get stuck after pressing and is difficult to use the pump. Customer stated that today is impossible to press the button. The customer was advised that the device would be replaced.